Event description:
It was reported that during a follow-up visit, an increase in threshold and a decrease in impedance and sensing were noted. Lead was capped. On (B)(6) 2011, the remainder of the lead was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.